Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2016. It was reported that the catheter connector separated when the healthcare provider was disconnecting it from the pump that was being replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl with a concentration of 550 mcg/ml at a dose of 289 mcg/day; dilaudid (hydromorphone) with a concentration of 10 mg/ml at a dose of 5.25 mg/day; and bupivacaine with a concentration of 14 mg/ml at a dose of 7.35 mg/day. It was reported the patient had no signs or symptoms when the medical doctor (md) was disconnecting the catheter from the pump as the event occurred during surgery on (B)(6) 2016. There were no external/environmental contributing factors that might have led or contributed to the issue. There was surgical replacement of the catheter connector. The issue was resolved at the time of the report. The catheter connector was a partial explant and returned for analysis. Patient medical history includes asthma, depression, hypertension, lumbar disc herniation, hypothyroidism, gastroesophageal reflux disease, chiari malformation, tethered cord syndrome, and obstructive sleep apnea. Other medications the patient was taking at the time of the event include topamax, pamelor, levothroid, multivitamin (mvi), albuterol, lipitor, lasionen, nexium, and tenormin.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the pump was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
Analysis of the catheter found a procedural non-conformance of the catheter with difficulty with sc connector led to explant. The silicone boot was separated from the sc assembling with some tool like making present on the silicone boot and the retaining ring. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that during a pump replacement, it was found that the sutureless connector was contained in dense adhesive scar tissue. The hcp carefully dissected it free. The hcp removed the catheter from the pump. The hcp was able to sluggishly aspirate clear cerebrospinal fluid (csf). The hcp drained 3 cc of csf from the catheter to remove all of the drug. The sutureless connector was somewhat worn and the sheath came off from the metal clasps as the hcp removed it from the pump. The hcp decided to replace the connector. The device diagnosis was a catheter disconnection between catheter segments. The event resolved without sequelae on (B)(6) 2016. Diagnostics included surgical observation. Regarding etiology, the event was related to the device/therapy, specifically the sutureless connector. The event was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.